Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event. The cause was reported as "colonoscopy procedure and severe constipation"; however, this could not be confirmed, therefore the cause was assessed as unknown. One day after the onset, the patient began treatment for the peritonitis with injections of reflin and fortum (1gm each, once a day, route not reported). The outcome of the peritonitis was unknown. The actions taken with pd therapy were not reported. No additional information is available.